Event description:
A malfunction was reported, displaying malfunction code 24, which could not be reset. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was informed by technical support that a replacement pump with updated software would be provided, and training would be available in their source account. The customer acknowledged the instructions to put the current pump into storage mode before returning it, and a replacement pump was sent.